Manufacturer narrative:
Concomitant medical products: w1tr03 crtp, implanted (B)(6) 2019; 4568-53 lead, implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. The source was identified to be a valve abscess and a thrombus was also noted. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced with a single chamber implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.